Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of rapidfill connectors (red) where contaminated with particulate matter (pm). The pm was further described as black or white spots. Some pm was within the sterile packaging and some was between the seal of the packaging. It was further reported that the pm appeared to be mostly loose. This was discovered during production, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 15, 2021 - february 16, 2021. H10; two-hundred thirty-six (236) actual samples were received for evaluation. Magnified inspection was performed which observed foreign matter in twenty-three (23) samples only. The reported condition was verified in 23 samples; however, not verified in 213 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.